Event description:
Information was received indicating that upon opening of the smiths medical cadd legacy pump, "error code 1871" was noted. No adverse effects were reported.

Manufacturer narrative:
One cadd-legacy 1 pump was returned for analysis in good condition with no damage observed on the pump. The customer's reported problem was confirmed, error code "1871" alarmed when infusing the customer's device. The error code was also recorded in the device's event log. The issue is due a faulty motor, which was replaced to resolve the issue.